Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 5 tubes exhibited oil gel globules/ melting gel. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 video for investigation. The video was reviewed and the indicated failure mode for oil gel globules was not observed. Additionally, 100 retained samples were visually inspected, and no gel defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality were not under statistical control for the month of september 2025, therefore factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, oil gel globules, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 5 tubes exhibited oil gel globules/ melting gel. There was no health impact or consequences reported.